Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was observed to be leaking from the bottom around the o-ring while filling it with insulin. Customer changed the cartridge. Customer's blood glucose was 210 mg/dl.